Event description:
Customer reportedly received the following results on the active system within 10 minutes: 331 mg/dl, 153 mg/dl, and 161 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.